Event description:
Case was a craniotomy. Intraoperatively after application of mayfield skull clamp it slipped out of position from the patient's head. Patient not injured and the appliance was replaced with another mayfield skull clamp.